Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter was discolored in the package had a yellowish color. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd angiocath IV catheter was discolored in the package had a yellowish color. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Samples were received for evaluation. Received one unused unit in a sealed package on (B)(6) 2018 from catalog number 381137, lot number 7150957. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. Received at bd sandy one unused unit in a sealed package on (B)(6) 2018 from catalog number 381137, lot number 7150957. The photos in attachment containing the defect were analyzed by (B)(4) and the defect of discolored was observed as color variation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of discolored with lot #7150957 regarding (B)(4). A review of the device history record was completed for sub-assembly# 008664bjf lot 7149824 manufactured from 02-jun-17 to 14-jun-17 in acam #4 machines used in claimed lot 7150957. However, as this characteristic doesn¿t affect the functionality of the product no data about this issue was confirmed for this complaint. This lot was reviewed regarding the tests of ¿damaged component¿ and no records were found that could lead to claimed defect. Our quality engineer was able to verify the reported complaint. The discoloration was observed as color variation, this color variation can be due to oxide of bismute that gives the radiopacity of the catheter. But the color variation is just a visual difference between a catheter and another due to oxide of bismute that can change of color when is exposed at light. The characteristic observed in the teflon catheter is only a visual alteration of the raw material itself, which is composed of bismuth oxide (compound that gives the radiopacity to the catheter), and that because exposure of the catheter to direct light for a long period may have caused the color variation of the catheter. This color variation does not affect the functionality of the product, causing only the change in the color of the catheter compared to another catheter. The exposition of the product to light can happen in some place unknown including in the storage of customer. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Bd was unable to verify the customer complaint for the claimed defect. Besides do not having evidenced records that could cause this complaint during the analysis of the device history record, nonconformities and corrective maintenance the analysis in the attached photos the customer did not demonstrate the defect claimed, so it is not possible to verify this complaint. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of discolored with lot #7150957 regarding item #381137. Investigation conclusion: based on the investigation results to date the root cause was not determinate for this complaint.

Event description:
It was reported that the bd angiocath¿ IV catheter was discolored in the package had a yellowish color. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd angiocath IV catheter was discolored in the package had a yellowish color. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
This complaint was over-reported. This malfunction does not constitute a reportable event.